Event description:
Information received indicates the brake will not hold. When the brake pedal was pressed down the head end casters rolled.

Manufacturer narrative:
The facility declined to have the stretcher repaired.